Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) reimplantation surgery due to an unspecified reason. The previous ipp was explanted prior to the reimplantation surgery. The explanted ipp was implanted sometime in 2017. It is unknown if the explanted ipp is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) reimplantation surgery due to an unspecified reason. The previous ipp was explanted prior to the reimplantation surgery. The explanted ipp was implanted sometime in 2017. It is unknown if the explanted ipp is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.